Event description:
The customer reported to olympus the thunderbeat 5 mm, 35 cm, front-actuated grip type s probe tip broke into the patient¿s abdomen. The reported issue occurred during a therapeutic radical prostatectomy procedure. The customer recovered the probe tip from the patient¿s abdomen with reports of no patient harm. The procedure was subsequently completed with a similar device with an approximate 30-to-40-minute delay. There was no further patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and to correct reporting decision. Updated fields: b1, b2, h1, h3, h6. During the physical investigation, it was observed that the probe was broken at 13.2 mm from the distal end site. The broken tip was returned. Other findings were: grasping section jaw coating peeled off and scratched, h-electrode coating peeled off, probe tip had a contact mark and peek coating peeled off. Minor deformation observed on tissue pad. Olympus presume that the phenomenon occurred by the following mechanism: 1) during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3) the probe was broken by excessive load in seal & cut mode or grasping tissue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the exact cause could not be determined. However, a likely cause of the broken probe and error might be the following: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. The event can be prevented by following the instructions for use which state: - "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. - do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. - if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device.